Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician requested a longevity estimation of the subject device. Preliminary analysis revealed normal battery depletion.

Manufacturer narrative:
The preliminary analysis revealed a normal battery depletion.

Event description:
The physician requested a longevity estimation of the subject device. Preliminary analysis revealed normal battery depletion.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
The physician requested a longevity estimation of the subject device. Preliminary analysis revealed normal battery depletion.